Event description:
It was reported that following patient's recent procedure, the patient had worsening pain with bad side effects from antibiotics. Additionally, patient's complications include fever, increased weakness, nausea, and rash. It was also noted that the incision site was extremely uncomfortable, red, swelling, inflamed and bumpy. The physician confirmed that symptoms were not device related and were possibly due to a reaction to dermabond. The patient was administered bactrim and hydrocortisone topical ointment. Additional information was received that the patient did not get any pain relief following the procedure. The patient underwent a revision procedure wherein the battery was moved to a new location. The patient was doing well post-operatively. No device was explanted.

Event description:
It was reported that following patient's recent procedure, the patient had worsening pain with bad side effects from antibiotics. Additionally, patient's complications include fever, increased weakness, nausea, and rash. It was also noted that the incision site was extremely uncomfortable, red, swelling, inflamed and bumpy. The physician confirmed that symptoms were not device related and were possibly due to a reaction to dermabond. The patient was administered bactrim and hydrocortisone topical ointment.